Event description:
It was reported that the customer experienced a blood glucose (bg) level of 510 mg/dl; cause was unknown. Bg was addressed via a correction bolus. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.